Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show that intermittent ¿placement signal not reliable¿ condition started presenting shortly after pump start, and its occurrences intensified over time. In addition a ¿low signal-to-noise ratio (snr)¿ condition (and associated alarm # 130) kept recurring frequently. There were also two isolated instances of ¿loss of opm data¿ as evidenced by event 1045 and dropped samples of opm data - unrelated to the primary failure mode. Console was received in danvers and tested - it passed ¿5s¿ specification with an engineering test cavity (cl = 14340nm) but failed it with a pump sensor (cl = 15910). Monitoring optical bench charge-coupled device (ccd) analog output on an oscilloscope revealed a defect that was affecting placement signal calculation, due to low snr. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the pump lost optical signal. The team was discussing if the loss was from damage during insertion. The pump remained on for 31 hours and was then weaned/explanted. No patient harm has been reported.